Event description:
The software analyzer was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper right hand slot of the patient input cable had a broken wire. The analyzer was to be sent on for repair. (B)(4).